Manufacturer narrative:
B1. Is product problem- inadvertently left out of the initial report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted via the right femoral vein in a male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage b. The patient was noted to be on impella cp support prior to impella rp flex implantation. During the procedure, the impella rp flex device was inserted; however, the pump position became misplaced requiring removal. A guidewire was noted to be used during insertion. A second impella rp flex device was subsequently placed without complication, and no adverse clinical impact to the patient was reported. While on support, the impella rp flex device was operating at performance level 9 with expected flows of 3.9 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. After 2 days of support, the impella rp flex device was successfully weaned and removed. The patient survived to explant and remained on impella cp support. No additional adverse events or device-related complications were reported.